Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A review of the downloaded data log did not confirm the reported event of the sensor restarting the two hour warm up on its on. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the sensor restarted the two hour warm-up on its own. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a sensor restarting on its own. The root cause was determined to be patient misuse due to a manual restart of the sensor by the user. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.